Event description:
The manufacturer received information alleging a ventilator's display screen was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The display was found to be physically damaged and blank. The device's lcd screen was replaced to address the issue.